Event description:
This issue was addressed in MDR# 0001831750-2013-00986. Refer to that MDR for the regulatory assessment.

Event description:
It was reported by service report that the bed was drifting and the scale was inaccurate.

Manufacturer narrative:
Results: nylon nuts from lift motors; load cells.